Manufacturer narrative:
This device is available for analysis but has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 6/7f mynxgrip vascular closure device was deployed successfully with no issues; however, when attempting to remove the device it would not pull through the advancer tube. The mynx and advancer tube had to be removed as a unit. Hemostasis was achieved and there were no issues to the patient. There was no reported patient injury. The user attempted to remove the device from the advancer tube on the back table after the case and it would not come out. The device will be returned for analysis.

Manufacturer narrative:
As reported a 6/7f mynxgrip vascular closure device (vcd) was deployed successfully with no issues; however, when attempting to remove the device it would not pull through the advancer tube. The mynx and advancer tube had to be removed as a unit. Hemostasis was achieved and there was no reported patient injury. The user attempted to remove the device from the advancer tube on the back table after the case and it would not come out. A diagnostic coronary procedure was being performed. A retrograde approach was used with a 6f non-cordis sheath. The deployer was certified for many years. The femoral artery suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, with no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The vcd prepped according to IFU instructions. The balloon did not lose pressure and was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved with the mynx, just unable to remove per IFU. The hospitalization was not extended, and the patient recovered with no issues. Additional patient information was requested but was not available. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft, covering the balloon proximal tip as received. The procedure sheath was fully retracted against the green handle, and the sealant was not returned with the device. Per functional analysis, the balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. The balloon was then deflated, and the device was able to be withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification showed that the balloon was fully deflated as received, and that the device was able to be withdrawn inside the advancer tube during the device failure investigation. A product history record (phr) review of lot f2122306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the advancer tube¿ was not confirmed during analysis of the returned device. The device preformed as intended during functional analysis. The exact cause of the reported event could not be conclusively determined. However, based on investigational findings, the balloon of the returned device was not fully deflated, and some air/liquid was trapped in the balloon, which may have obstructed the device path and prevented the balloon from being withdrawn through the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, to remove the device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the balloon is not completely deflated prior to being pulled through the advancer tube, air/liquid could be trapped inside the balloon or the balloon distal tip could be inverted, resulting in a balloon retraction jam. Based on the information and the product analysis, it is not possible to draw a clinical conclusion between the device and reported event. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Please note updates to the lot number, f2122306 and updates to sections d4 and h4. Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note an update to the UDI in section d4. An updated device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.